Event description:
It was reported to the manufacturer, by facility; (B)(6), per facility they were giving care to a resident and resident was holding onto the assist device when the assist device gave way 'swung out" and resident fell out of bed. Resident was sent to the hospital [he was in (B)(6) because of a bleed] and when incident occurred [per hospital] the head bleed is more than before the incident. Resident is also more confused. Facility requested manufacturer to send in service tech to evaluate this bed and all other beds in their facility. Mfg. Is sending in (B)(6) to do the in-house evaluation. (B)(6) has been dispatched to facility for (B)(6) 2011. Complaint #(B)(4) was entered in system, no ra number has been issued sending in service for in-house evaluation.